Event description:
Clinical trial, same case as MFR #600093-2007-01433, 01432, 01430. It was reported that post index procedure , the patient had a target vessel revascularization (tvr). The patient was admitted the same day as the index procedure due to recent worsening of exertional chest pressure and tightness with associated shortness of breath. A recent nuclear perfusion scan showed a moderate sized zone of partially reversible hypoperfusion involving the basal to mid inferior wall and a second moderate sized zone of mild ischemia involving the mid to distal anterior wall. The index procedure treated one de novo lesion in the proximal right coronary artery (rca). The lesion was 2.5 mm wide, 58 mm long, and 100% stenosed. The physician predilated the lesion prior to placing the following taxus express2 stents in overlapping fashion: 2.5 x 24 mm, 2.5 x 24mm, 2.75 x 32 mm, and 2.5 x 16 mm. Following post dilatation, residual stenosis was 0%. The patient received aspirin and plavix during the procedure. The patient was discharged one day later on aspirin and plavix. On day 418, the patient had an abnormal nuclear perfusion scan which showed mid and distal antral wall ischemia and mid/basilar inferior wall moderate ischemia. On day 434, the patient was admitted due to mild episodes of chest pressure, chest tightness, and worsening shortness of breath. Treatment consisted of pre dilatation and placement of another manufacturers 2.5 x 18 stent in the r-pda which resulted in excellent angiographic results. The patient was discharged one day later on aspirin. Plavix was not documented. In the opinion of the physician, there is no relationship between the tvr and the taxus stent. In june 2007, the clinical events committee determined that there is a possible relationship between the tvr and the taxus stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.